Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a ventricular tachycardia storm rhythm. The implantable cardioverter delivered appropriate high-voltage therapy, but at times it could not convert the rhythm and the patient required external shocks. The patient was seen in clinic the next day, where the device exhibited a charge time out and some diagnostics data could not be calculated. A battery performance alert was also delivered, but it is unknown if this alert is accurate or based on the multiple high-voltage therapies needed in a short period of time. The device was removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.